Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b; d9.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.